Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient felt "off" while the cgm was displaying 104 mg/dl. They checked their bg to compare and it was 510 mg/dl. The patient took a correction bolus while at home and then went to the emergency room. At the ER, the patient had lab work done, an EKG and was treated with IV fluids. Two months prior to this event, the patient had open heart surgery and was reportedly under cardiac observation by their doctor at the ER. At the time of the report, the patient was tired and still felt a little "off". Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined. No additional patient or event information is available.